Event description:
It was reported by the patient that when the pod was activated, the cannula did not pierce their skin; this indicates a needle mechanism failure. The patient reported that they did not feel it insert into their skin, and felt it on top of their skin instead. The pod was worn for less than an hour. The patient reported that they did not observe the pink indicator on the pod move forward. As treatment, a new pod was placed. No impact to the patient's glucose level was reported. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.